Event description:
It was reported that the device was explanted when it could not be interrogated. Patient reported to the clinic after patient notifier was sensed and noted that the device felt warmer than the regular body temperature. The last completed interrogation revealed a drop in battery voltage.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Testing found normal current drain; no anomalies were detected. The battery was returned to the vendor for further analysis; no anomalies were found that would lead to premature battery depletion. The cause of the depletion was not determined.

Event description:
This patient was admitted for angiography due to positive stress test results. Pre-procedure the patient's (B)(6). Angiography revealed a 70%, 3mm, heavily calcified type a de novo lesion in the proximal segment of the 1st diagonal, and a 60%, heavily calcified, type c, de novo lesion in the distal lad. The diagonal was treated by direct stenting with a 2.5 x 8mm cypher stent deployed to 14 atms. The stent was post dilated per standard procedure with a 2.5 x 6mm ptca balloon. There was a 10% residual post stenting. The distal lad was then treated. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon inflated to 18 atms. A 2.75 x 33mm cypher stent was advanced to the target site and was deployed to 12 atms. It was reported that the stent was not deployed at the intended site and did not adequately cover the lesion. A 3.0 x 23mm cypher stent was then placed proximal to, but not overlapping the first cypher stent. This stent was deployed to 12 atms. Additionally, the stents were not fully expanded; therefore the stent was post dilated with a 3.0 x 20mm ptca balloon inflated to 14 atms. A 2.25 x 8mm cypher stent was then positioned to cover the gap between the first and second stent implanted and was deployed to 18 atms. Finally the 2.25 x 8mm stent was post dilated per standard procedure with a 3.0 x 20mm ptca balloon inflated to 16 atms. At that time, the physician noted a thrombus formation and edge dissection at the proximal edge of the previously implanted 2.5 x 8mm cypher stent in the diagonal branch. A 2.5 x 8mm cypher stent was placed overlapping and proximal to the stent and was deployed to 14 atms. The stent was post dilated with a 2.5 x 6mm ptca balloon inflated to 14 atms to seal the edge dissection and reestablish flow. Post procedure, the patient experienced a rise in cardiac enzymes.